Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day after implant, the right ventricular (rv) lead had dislodged and fell into the rv apex. The patient experienced several episodes of asystole due to the rv lead undersensing and not capturing. The rv lead was reprogrammed, repositioned and remains in use. No further patient complications have been reported as a result of this event.